Event description:
Procedure type: bowel resection. According to the reporter: the staples did not form completely on the closure of the anastomosis. It was explained that the staples formed proximally, but at the distal end they did not close all the way and required the surgeon to hand sew the leak. The case was delayed more than 30 minutes. Sutures were applied to close the anastomosis. No bleeding was reported. The patient is ok.

Manufacturer narrative:
(B)(4).